Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had a physical exam in july and they said pt had crps. The patient reported that since she got the device she had a burning sensation. The patient reported that the battery on rump sometimes above it, at the waist/hip area bothers them and pt can¿t walk. The patient reported that they spoke to the nurse about the burning sensation. The nurse told her it was normal and would go away after some time. The patient reported that they had had it for quite a while now. The burning sensation was still there. The patient reported that they went back to the doctor 3 times after implant and they said it was normal and to wait and they said it was going to go away the burning sensation. The patient reported that sometimes it was in the lower back like the rump. The patient reported that she went to the doctor of disability and they did a check up. They said pt doesn¿t now have the crps illness, so the patient said they put the device in for nothing and the device made pt worse and weaker. The doctor from disability said the ins should be removed. The patient reported that they mentioned this to the doctor that did the surgery and that doctor wasn¿t agreeing. The patient reported that the doctor said there can be complications if it was removed. The patient wanted to know what the complications could be. The patient reported that stimulation had been turned off since (B)(6) 2018 and the burning went away, but the device was still causing discomfort especially when walking. The patient reported that it made their waist area uncomfortable and pt took ibuprofen to relieve it. The patient reported that they went to a doctor visit and they had pt do positions and bend down and they felt something tear up inside them and it got the pt more worried. The patient reported that after the pain went away, pt started to feel the burning sensation approximately one month after the implant was done. The patient reported that they were on vicodin, so this was possibly why pt didn¿t feel the burning right away. No further complications were reported. On (B)(6) 2024 information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported stim therapy issues; that they stopped using the neurostimulator shortly after it was implanted because they did not really need it and in fact it just made it harder for them to walk. Caller stated that they doctor didn't want to remove it surgically and told them to just turn stim off. Caller stated now for the past 6 months they have noticed that they have a lot of pain at the implant pocket site and the skin is sore to touch. Caller stated it feels like its hot and swollen at that site. Caller stated it makes it hard to sleep and is extremely painful to walk. Caller stated that they went with a doctor three times and they only prescribed sleeping pills, stress pills and ibuprofen. Caller stated that they can't stand the pain anymore from the implant site and would like to have the device removed. Caller is not sure what to do. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.